Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade unknown and anxiety- product/procedure. Reoperation has not been scheduled at this time.

Event description:
Patient reported right side capsular contracture, baker grade unknown and exchange from textured to smooth breast implant due to the patient¿s concern with the product. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, corrected, and/or changed data.